Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa) and below the knee (btk) vessel. In the sfa treatment, after a jupiter x guidewire was checked and no appearance abnormality noted, the tip was shaped and used, but was unable to cross the lesion. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation, however, the balloon ruptured immediately. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was then advanced; however, on initial inflation at about 4 atmospheres, the balloon also ruptured. A new 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and inflation was similarly performed on the lesion; however, on initial inflation at 6 atmospheres, the balloon also ruptured. A 200cm, 8cm poly tip v-18 control wire and a non-bsc stent were used in the sfa, but due to the severe tortuosity of the vessel, the delivery was unable to perform and the wire was replaced with a stiff wire. In the btk treatment, after the wire was able to cross, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation, but was unable to cross the lesion. There was no appearance abnormality as well on the device before use. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition post procedure.